Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: - the probable cause for the foreign residue to remain inside the air water cylinder (tube) and air water tube could not be determined. - it is presumed the cause of the cracked adhesives at the distal objective/light guide lenses were due to component failure from mechanical/stress damages. However, a root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the air water cylinder and the air water tube. In addition, the adhesive around the distal objective lens and light guide lens are cracked. There was no patient involvement.